Manufacturer narrative:
The customer returned the spectrum smart cable and a glidescope avl monitor for evaluation. A verathon technical service representative connected the returned smart cable to the returned video monitor. The technical service representative duplicated the reported loss of video when manipulating the smart cable. The technical service representative then connected a test smart cable to the returned video monitor and repeated the testing, without a loss of image noted. The video monitor was tested to specifications and was returned to the customer, the customer also received a replacement spectrum smart cable. As there are no repairs for the smart cable, and the customer received a replacement, the smart cable was scrapped. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, there was a loss of image when the smart cable was flexed near the hdmi connector. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.